Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia') and procedural haemorrhage ('complications or problems that occurred at the time of your essure placement-minor spotting') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's medical history included menstruation abnormal, prolonged menses, fibroids, cervical biopsy, spotting vaginal, obesity, uterus enlarged, uterine cervical squamous metaplasia, acute sinusitis and dysuria. (B)(6) 2015: diagnosis: a. Uterus, cervix (total laparoscopic hysterectomy): - chronic cervicitis with squamous metaplasia - midsecretory endometrium - no evidence of malignancy gross description: the myometrium is serially sectioned and no discrete masses are present. Small coiled wires are present in the vicinity of the fallopian tubes. Previously administered products included for an unreported indication: loestrin. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from 2005 to 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moody/ hormonal changes describe: moody"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia ((painful sexual intercourse)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depressed/ psychological or psychiatric problems condition: depression"), anxiety ("hormonal changes describe: anxiety/ psychological or psychiatric problems condition: anxiety"), burning sensation ("infection (bladder/urinary tract/vaginal) type: burning"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial") and uterine pain ("uterus pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, procedural haemorrhage, vaginal haemorrhage, mood altered, depression, anxiety, burning sensation, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, bacterial infection and uterine pain outcome was unknown. The reporter considered anxiety, bacterial infection, burning sensation, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood altered, pelvic pain, procedural haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning injuries reported in this case the following ones were described in patient medical records: menorrhagia, pain, dysmenorrhea (cramping). Most recent follow-up information incorporated above includes: on 28-oct-2019: plaintiff fact sheet was received. Events added from pfs- uterus pain, bacterial infection. Reporter information, concomitant drug, events onset date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("complications or problems that occurred at the time of your essure placement-minor spotting") and menorrhagia ("menorrhagia") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's medical history included menstruation abnormal, prolonged menses, fibroids, cervical biopsy, per vaginal bleeding, morbid obesity, uterus enlarged, uterine cervical squamous metaplasia, acute sinusitis and dysuria. On (B)(6) 2015: diagnosis: a. Uterus, cervix (total laparoscopic hysterectomy): chronic cervicitis with squamous metaplasia - midsecretory endometrium - no evidence of malignancy gross description: the myometrium is serially sectioned and no discrete masses are present. Small coiled wires are present in the vicinity of the fallopian tubes. Previously administered products included for an unreported indication: loestrin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia (seriousness criteria medically significant and intervention required), mood altered ("moody"), depression ("depressed"), anxiety ("hormonal changes describe: anxiety"), burning sensation ("infection (bladder/urinary tract/vaginal) type: burning"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood altered, depression, burning sensation, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered anxiety, burning sensation, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood altered, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning injuries reported in this case the following ones were described in patient medical records: menorrhagia, pain, dysmenorrhea (cramping). Most recent follow-up information incorporated above includes: on 3-may-2019: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Other relevant history updated. Events: abnormal bleeding vaginal, menorrhagia, pain, hormonal changes describe: moody, depressed, anxiety, infection (bladder/urinary tract/vaginal) type: burning, dysmenorrhea (cramping), dyspareunia ((painful sexual intercourse), vaginal discharge, fatigue, weight gain, she did not undergo confirmation test were newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.